Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that one of the pockets contained an excessive number of medications, pushing the lid to be upside. The field service engineer opened the cubie, allowing the pharmacy to remove several medications, after which the drawer was restored. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the main drawer experienced a malfunction and failed to stay closed. The customer reported that the malfunction led to a delay in the delivery of medication to the patient, necessitating that the user retrieves medications from the pharmacy that were in that drawer. There were no adverse events or injuries reported based on this incident.